Event description:
It was reported that the device and both the right atrial (ra) and right ventricular (rv) leads migrated from the device pocket. Both the ra and rv leads were removed and replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) both full leads was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism of both leads.